Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.14 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site: the instrument was found to have teflon damage on the clamp arm. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was unable to work. The procedure was completed with no reported injury.